Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable high tina-quant hemoglobin a1c gen.3 results from the cobas 6000 c501 module. The samples were repeated due to the laboratory protocol. Sample 1 initial result was 5.8%, and the repeat result was 5.1%. Sample 2 initial result was 6.1%, and the repeat result was 5.1%. On 30-oct-2025, sample 3 initial result was 6.5 %, and the repeat result was 5.5%.

Manufacturer narrative:
The field service engineer checked the water pump pressure and the cell rinse adjustment. He found the sample probe had gel in it, and he replaced the probe. He found that both detergents had expired, and the gear pump pressure was out of specification a system check was acceptable. A general reagent issue was excluded, as calibration and qc data from around the time of the event were within acceptable ranges. The investigation determined that the issues found during the service visit were likely the cause of the event.

Manufacturer narrative:
Medwatch fields a2, a3, and b7 were udated.